Event description:
Procedure type: lap colon. Pt gender: unk. According to the rptr: the anvil could not connect with the centric punch. According to the surgeon, the hull of the centric punch looked mutated. A re-laparatomy was done and a new device was used to complete the procure. No pt injury was reported.